Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, the stent struts became flared. It was noted that the resistance during removal may have been with the anatomy. Further dilatation was performed and a 2.5 x 18 mm xience v stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).concomitant medical devices: guide wire: runthrough ns, fielder fc; guide cath: sheathless; ivus. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.